Event description:
A report was received that a patient underwent a pocket revision due to discomfort at the pocket site. The patient's pocket site was moved from the right thoracic spine region to the right buttock. The patient is reportedly doing well following the procedure.